Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: short battery life was observed in the pump histories. Corrosion was observed in the battery compartment. The battery compartment was cracked along the side of the pump. A leak test verified that there was a leak at the crack in the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. The pump's electrical current draws were tested and were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.